Event description:
It was reported that during surgery, it was found that brown liquid was coming out from the motor while in use, and the motor heated and stopped working. Therefore, the surgeon stopped using. A new unit was used without problem. There was no adverse outcome to the patient due to the event.

Manufacturer narrative:
Additional information will be provided once information is completed.